Event description:
It was reported that when patient presented in the emergency room, device was not functioning due to an unspecified issue. Device was explanted and a new device was implanted. No further information available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.